Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient, including disability, adhesion, pain, hernia recurrence and device explant. The instructions-for-use supplied with the device list adhesion, pain and hernia recurrence as possible complications. A review of the manufacturing records was performed and found the lot was manufactured to specification. Note, the manufacturing date (15-jan-2019) is considered to be a best estimate. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent ventral incisional hernia repair surgery with implant of ventralex st on (B)(6) 2019. It was alleged that the patient had recurrent ventral hernia and thereby underwent with mesh and removal of foreign body on (B)(6) 2023, during the procedure the surgeon noted that the dense adhesions, ¿these adhesions were quite dense, they were mainly omental in nature, but that there was evidence of some small bowel attachments as well¿. Per operative report, ¿there was mesh that seemed to be more focused on the left part of the left upper quadrant area. This mesh had some dense attachments that had to be cut free completely, but we were able to do that safely under direct vision, so all the bowel and adhesions were free. There was a portion of the mesh, however, that was wrinkled up and not able to lay flat to the abdominal wall. This mesh had to just be cut off and freed completely." As alleged the patient experienced hernia recurrence, chronic pain which have impaired daily activities. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the device was defective.